Event description:
It was reported that one day after implant, there was telemetry difficulty, intermittent capture, intermittent sensing, and periods of no output. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that one day post implant, there was telemetry difficulty, intermittent capture, intermittent sensing, and periods of no output. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found.